Event description:
Dermabond was used to close the midline lower back surgery site. This dermabond began to have white plaques appear. The product was left on the skin. Dermabond ref#dnx12. Lot# skbhal. Expires: 08-31-2024.